Manufacturer narrative:
Analysis summary: analysis was unable to confirm the customer comment of loss of communication while in analyzer mode, the programmer and analyzer passed functional testing and functioned as required during bench testing. The analyzer bay and analyzer flex cable were replaced as preventive measures. It was additionally noted that the electrocardiogram connector was loose and that the stylus tip was separating from the main pen body but the stylus remained functional. The link electronic module board and the stylus were both replaced and calibrated, the software was reloaded and the programmer passed all final functional and systems tests with no other anomalies found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer lost connection with the analyzer numerous times over a two week period. The user used a different analyzer and the programmer displayed the same loss of communication message. The programmer is expected to be returned for service. There was no patient involvement. It was further reported that the programmer was returned to service and that even when the session was ended and restarted the message recurred.